Event description:
The customer stated she was hospitalized for high blood glucose levels. The blood glucose levels at the time of call were 256 mg/dl. The customer stated she treated her blood glucose with an injection. Prior to the hospitalization, the customer stated the insulin pump alarmed, no delivery. Troubleshooting was performed and the insulin pump continued to alarm no delivery. Nothing further was reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.